Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).see manufacture report number 2032227-2015-31885 for insulin pump.

Event description:
Customer reported via phone call, the insulin pump kept alarming compromised force sensor system while he was at the doctor's office. Customer was priming the device when the alarm occurred. His blood glucose was 440 mg/dl. The device was also squirting insulin during manual prime. Troubleshooting was performed for the insulin pump and the customer mentioned the reservoir had air bubbles. He attempted to rewind the device to purge the air bubbles but the device alarmed compromised force sensor system. Customer declined to perform troubleshooting for the air bubbles. Customer is not returning the reservoir for the analysis.